Manufacturer narrative:
Zoll has received the solex 7 catheter (lot# unknown) on 28 april 2021 for investigation . However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
After one hour of ivtm therapy, the staff observed the saline bag was getting empty. The staff did not observe any leaks from start-up kit (suk) the tubing or connection. Following this, the leak on the solex catheter (lot #unknown) was observed at the insertion site after removing the dressing from the patient. The catheter was replaced and continued with ivtm therapy. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of saline leak from the solex 7 catheter (lot # 150478) injection site was not confirmed during visual inspection and functional testing. No device malfunction was observed during the testing and the catheter functioned as intended. Zoll could not rule out the possibility that the catheter's medial and proximal luer openings may have been near insertion site, this would account reported issue as no catheter leak was found during the investigation. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observed blood residue on the serpentine balloons and in the distal, medial and proximal luered tubing. Functional testing of the returned catheter was performed. All lumens are flushed without resistance, except proximal luered tubing due to blood clogged. The catheter was connected to a pressurized inflation device, and the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. The returned catheter was connected to the known good suk and ran on a peristaltic pump for 10 minutes at a high speed rate and also run on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The catheter performed as intended.